Event description:
Customer reported a button error alarm. The blood glucose reading is 191 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.